Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (model aab00, +20.5 diopter) was explanted from the patient's operative eye in a secondary procedure. The lens was switched to specialty telescopic lens for patient's macular degeneration. Reportedly, during the procedure the incision was enlarged and sutures were placed. The patient was reported to be doing well when discharged. There was no patient injury, and no other surgical or medical intervention was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/30/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.